Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported, "the needle popped off the needle at the swage" please clarify. Do you mean, the needle separated from the suture at the swage during the procedure ? The needle separated from the suture at the connection point. How many devices failed in this procedure? This occurred with 3 suture each. Was the needle removed from the patient during the same procedure? The needle did not break inside the patients orifice. Are samples being returned for evaluation? Those remaining each¿s will be returned for evaluation. Note: events reported in 2210968-2020-05848, 2210968-2020-05849, and 2210968-2020-05850. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a left carotid endarterectomy on (B)(6) 2020 and suture was used. During the procedure, the needle separated from the suture at the connection point. The procedure was completed with a like device with a different product code with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/1/2020. Additional information: a manufacturing record evaluation was performed for the finished device plj545 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported pull off - suture needle. Ten unopened samples of product code 8706, lot plj545 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.